Event description:
It was reported that during engineering evaluation, it was observed that the bearings were worn out and loose, which caused the attachment device to run hot and vibrate. This event was no related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out, loose, and no longer in axial alignment which caused the device to run hot and vibrate. It was determined that if a cutter device was able to be inserted and the device was run, heat and vibration would be created from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out damaged bearings that were no longer in axial alignment from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.